Manufacturer narrative:
The end user rebooted the unit and the issue did not recur. A ge healthcare service representative performed a checkout of the logs but did not confirm the reported issue. Block a: patient information could not be obtained due to country privacy laws. A legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in insufficient o2 during a case. There was no patient injury.